Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer is using cold fiasp insulin and not performing the air removal step. Tandem technical support informed the customer that cold fiasp insulin and not performing the air removal step are off label per the tandem user guide. Customer¿s blood glucose (bg) was greater than 500 mg/dl. Elevated bg was addressed by manual insulin injection. Additionally, the customer reported a low bg level of 31 mg/dl. Low bg was caused by the customer manually injecting too much insulin to address occlusion alarms. Customer consumed carbohydrates and drank orange juice to address bg. Customer reportedly ¿feel aches¿. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Ultimately, the customer reverted to an alternate method of insulin therapy.